Event description:
It was reported the pump was refilled, but the reservoir volume was not updated. The pump was due to alarm (B)(6) 2012 as it was programmed as of (B)(6) 2012. The patient was scheduled to meet with a manufacturer representative later in the day to correct the programming. The update was not done completely after refill. The drug was not changed and the pump contained 40 milliliters (ml) of drug. The pump was being used to deliver morphine. It was later reported the pump may have been filled with 22 ml of drug.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4).